Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the mini drawer had opened multiple pockets for versed and fentanyl. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer main 1.2, 1.4 and 1.9 were mis pocketing. A field service engineer (fse) replaced the mini engines (1.4 and 1.9). Then the fse removed the mini engines (all 14 sub drawers) and cleaned chassis, sensor tracks, engines. Then the fse tested and verified all the drawers were functioning fine. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the mini drawer had opened multiple pockets for versed and fentanyl. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported due to this event.